Event description:
The customer called for help with the meter. While troubleshooting, the customer performed a control test and received a result of 42 mg/dl. The normal control range is 94-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.